Event description:
A patient reported blood glucose results of 110 mg/dl, 373 mg/dl and 292 mg/dl with a lifescan meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or<=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter was replaced.